Manufacturer narrative:
UDI# : (B)(4). A detailed analysis of the data logs has been performed and led to the following observations : the first issue that led to a shutdown of the device during the coarse registration was due to the inaccessibility of the position b. The shutdown of the device is the expected behavior when the robot arm is sent to a target position considered as inaccessible by the robot during the collection of the initial points of the surface registration. The second issue that led to an unexpected restart of the application was due to the virtual memory mismanagement which is a known software anomaly. This software anomaly will be addressed through our design issues management process.

Event description:
It was reported that two software crashes occurred during a surgery. This event caused a 45 minutes delay because registration had to be performed twice and the surgeon had to remove the biopsy needle in order to restart the device.